Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and the setscrews moved freely. Microscopic inspection found no obstruction in the ports. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. In addition, attempts to create noise during testing of the pacing functions were performed and no anomalies were noted. Laboratory analysis was unable to reproduce the clinical observations. The device is pacing as programmed and as designed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day after the implant of this right ventricular (rv) lead and pacemaker, there was no pacing noted on the rv lead. The device outputs were reprogrammed to 7.5 volts; however, it was also noted that when the patient changed positions (supine to standing), there was no pacing observed. All lead measurements were in normal range and no noise was noted on the ventricular channel. A revision was performed and the device and rv lead were explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.